Event description:
It was reported the right ventricular lead had a possible impedance increase. The lead is further reported to fail to capture when the patient stretches and raises arms. The patient is reported to be symptomatic with failure to capture. Increasing the programmed output resulted in muscle/pocket stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) implanted (B)(6) 2011; 4965 implantable pacing lead implanted (B)(6) 2005.